Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: as per dfu for this model, vicmo implantable collamer lens is contraindiacted for implantation in patients who are less than 21 years of age. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vicmo13.2 implantable collamer lens -11.5 diopter, in the patient's left eye (os) on (B)(6) 2017 and the lens was explanted on the same day due to lens tear/break during injection/delivery into the eye. The lens was exchanged for another lens of same model and length on (B)(6) 2017. The prolem was resolved.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. Visual inspection found the lens slightly curved in and clear residue on the lens surface. (B)(4).